Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported during a cleaning that their doctor of dental surgery mentioned their bite is a bit more edge to edge than he'd like. The patient sent in a bite video - bite articulation is incorrect. The clinical support assessment team advised that they would have them hold in current steps, educate on service pause, and submit aligner evaluation form for dual refinement due to incorrect bite articulation.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.